Event description:
It was reported that this implantable cardioverter defibrillator (ICD) exhibited low out-of-range (oor) pacing impedances on the right ventricular (rv) lead measuring 297 ohms. The normal range of measurements for this lead is 300-1200 ohms. Additionally, it was noted that the intrinsic amplitude is low. Technical services (ts) recommended to reprogram the lower rate limit to 300 ohms to avoid unnecessary alerts. The health care professional (hcp) will continue to monitor. The ICD and rv lead remains in service. No adverse patient effects were reported.